Manufacturer narrative:
Product event summary: at analysis the device was checked and cleaned. The main printed circuit board, liquid crystal display, upper and lower cases, main keypad, company label, battery drawer o-ring, ring cover and attachment, both bail covers and both bail attachments were replaced, it was calibrated and tested on the target tester and passed and it was noted that the instrument was now working ok. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a liquid crystal display issue and that its upper and lower cases were found broken. It was returned for service. No patient complications have been reported as a result of this event.